Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR # 1225714-2013-02426.

Manufacturer narrative:
Further attempts were made to obtain complete complaint details and upon receipt will be submitted accordingly. This is one of two device reports associated with this event. Related MFR# 1225714-2013-02426 and 1225714-2013-02427.

Event description:
Additional information further specifies that the patient allegedly experienced a sudden cardiac event and expired approximately five years later after use of the product. It was further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.